Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the skin started getting itchy and the area where the sensor was inserted became tender and there was a little bump. The reaction was located underneath the skin at the sensor insertion site and around the sensor wire. Patient removed the sensor due to a different issue and states there is a brown scar mark. No treatment was performed and no medical intervention was reported. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.